Manufacturer narrative:
(B)(4)

Event description:
This lead was not implanted because the helix was not working properly. The hospital has retained the lead and no adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.